Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was available for analysis. Engineering analysis completed by (B)(6) on 8/10/2018. Design-related issues: the design of the modular tri-drive handle has been in the field since 2009. Exactech has received 8 complaint reports involving 9 tri-drives due to holding pin disassociation since 2009. The feature involved in this complaint device is the same as the feature on the modular tri-drive handle (315-25-00); therefore, the same sales data will be pulled for this complaint. Because tri-drive handles are used in total shoulder surgeries, sales data for humeral stems was used to calculate an approximate complaint occurrence rate of (B)(4) this is considered " very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is aware of 1 other complaint involving a part from this manufacturing lot, which has been in the field since 2011. However, the other complaint is due to a different failure mode. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted for the modular tri- drive handle toensure the risk was included and the occurrence is below the threshold. This rmr is appropriate because the mode of failure is not associated with the change made to the original design to produce this special long collar tri- drive . The rmr, 750-2007-026-rmr-instrument rev h, was reviewed. The risk is captured in line 20. No corrective action is required because the occurrence rate is "very low", and the risk is captured in the rmr. The broken instrument reported in experience (B)(4) was likely the result of the dowel pin disassociating from the assembly, which allowed for the rear connection component to detach. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. Exactech IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for total knee arthroplasty surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported instrument malfunction is related to any manufacturing issues or design issues. While attempting to drill glenoid peg holes, the instrument came apart. It appeared that a metal pin was missing, but it could not be located. All instruments should be inspected before use. An investigation was conducted: the broken instrument reported was likely the result of the dowel pin disassociating from the assembly, which allowed for the rear connection component to detach.

Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the tri-drive. While attempting to drill glenoid peg holes, the instrument came apart. It appeared that a metal pin was missing, but it could not be located. No post-op x-rays were taken to confirm the pin wasn't left in the patient. The surgeon does not believe the pin was left in the patient as the pin is on the proximal end and wasn't over the wound. Nothing detrimental happened to the patient. There was a delay, but the patient was not adversely affected. No patient demographic information was provided. The rep was present at the time of surgery. The device was returned on 10/30/2017 on rg406687. No additional information has been provided by the contacts related to this event following multiple attempts.